Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer states he is getting nauseous. They feel ok to troubleshoot. Customer's blood glucose value was over 500 mg/dl at the time of the call. Customer current blood glucose level was not provided. The drive support was not mentioned in the note. Troubleshoot was performed for high blood glucose level. There were no leaks or air bubbles. Customer was advised multiple occlusions likely caused high blood glucose level. Customer declined to check their settings. Pressure test will be done once clamp is received to the customer. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Infusion set was returned for analysis.